Event description:
Planned plaato procedure of a patient with atrial fibrillation, hypertension and repeated severe nose bleeding as contraindication to warfarin. Patient had a history of CABG 1993. In december 2004 patient was seen and did perform an exercise test 100watts for 6 minutes without presence of signs of ischemia. After successful transseptal puncture with standard material (brockenbrough catheter, needle, 5f pigtail catheter) the transseptal sheath was exchanged for a plaato sheath via a supracore stiff guidewire without complications. Thereafter the tee probe was inserted into patient. During this period sudden bradycardia, loss of blood pressure, asystole. Tee documented no tamponade. CPR was performed including temporary pacing, was stopped after 30 minutes. Additionally, pertinent information type of procedure: intended plaato procedure approach right femoral vein, transseptal puncture. Puncture of vena femoralis right with 14f sheath, puncture of arterial femoralis right with 4f sheath. Administration of 10,000 ie heparin transseptal puncture of the left atrium. Tee shows a correct position of the catheter inside the la. No evidence of thrombi in the laa. Exchange for 14f transseptal sheath into la until then patient received sedation with 200mg propofol. After aspiration of air, the 5f pigtail catheter is inverted to intubate the laa. Relatively rapidly (<1min) patient developed severe bradycardia. After immediate emergency management including the administration of adrenalin and atropine patient stabilizes and reaches blood pressure values of 120mmhg with a heart rate of 100bpm. Patient was intubated and ventilated. Oxygen saturation always >90% patient destabilizes again and shows ventricular fibrillation which is therapy resistant followed by electromechanical dissociation. Patient dies in cath lab at 1545hrspm. Before the CPR was disconnected no pericardial effusion was documented by tee, however no contracton of both ventricles was shown either.